Event description:
Received 03/17/2021: the customer is alleging the shower chair is missing the rubber piece on all of the legs. The customer was sitting in the shower chair when the shower chair flipped causing left shoulder, bruises to back and arm, problems holding urine. Received 03/25/2024: 11. Upon information and belief, on or about (B)(6) 2021, plaintiff purchased defendant compass' shower seat from defendant (B)(4). 12. The following day, plaintiff assembled the shower seat per the included instructions and placed it in her shower. When plaintiff sat down, the defective shower seat gave way beneath her and slid backwards, causing her serious and permanent injuries and damages for which she sought, and continues to seek, medical treatment. 13. As a result of defendants (B)(4)'s negligence, recklessness, carelessness, willfulness, wantonness, negligence per se and gross negligence, plaintiff sustained serious and permanent injuries causing her to be under the care of doctors, to incur medical expenses, and to experience severe pain. Plaintiff has also suffered serious and permanent injuries, which have and will in the future cause her to endure great physical pain, suffering, mental anguish, emotional distress, and will ultimately incur future bills, past and future lost wages, and loss of earning capacity. Instructions attached: warnings - page 2 do not attempt to adjust or operate the bath & shower seat without reading all instructions carefully. Bulletin # 1 "this bath & shower seat has a weight limit of 350 lbs (158 kg). Always observe the weight limit on the labeling of your seat." Bulletin #2 "ensure all screws, nuts, and/or bolts are tightened. Do not use the bath & shower seat if wobbly, unstable, or not level, as personal injury may result." Bulletin #3 users that are unable to understand or follow these instructions and warnings or have limited physical capabilities should be supervised or assisted while using the bath & shower seat." Bulletin #5 "ensure that all rubber tips and/or suction tips on the leg extensions are present and check them for rips or wear. Immediately replace any or all if any of these imperfections exist." Bulletin #7 "all four legs with rubber tips must be in full contact with the floor at all times." Cautions - page 2 bulletin #1 "this bath & shower seat should not be used without instruction from a healthcare professional." Bulletin #4 "do not assemble the bath & shower seat without first reading all instructions. If you do not understand these assembly instructions, contact a healthcare dealer or technical professional before attempting to assemble. Otherwise, damage or injury could occur.".